Event description:
New information received indicates that another instance of post-sensed t-wave oversensing was observed when a patient presented in-clinic for follow-up. It was noted that the patient received an inappropriate shock. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock therapy due to t-wave oversensing caused by decreased rv sensing. Reprogramming was performed. Patient condition is fine.